Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the failed battery test alarm on the insulin pump. The customer further stated that the insulin pump would freeze when taking his blood and then the insulin pump would work again. The customer explained that he would loosen the battery cap when receiving the alarm to remedy the issue. The customer declined troubleshooting. The customer's blood glucose was unknown. Nothing further reported.